Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic left lower lobectomy, when detaching the lung lobe, the handle made a clicking sound when it was fired. Staples could not form properly. Staple line as also incomplete distally although firing cycle was completed. The handle was replaced and the surgeon sutured the lung lobes that failed to be stapled due to burst staples.